Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 21sep2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 06/sep/2018 for routine service. Inspection of the unit was performed on 10/sep/2018 where the quality control inspector found the following: bending rubber pinhole, distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, biopsy insulation ring deformed, failed wet leak test, failed dry leak test, customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: o-rings and seals, bending rubber, distal case/cap, insulation ring assy.